Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. No other anomalies were reported. Physician suspected that this was a lead issue at the tip of the lead. Programming changes were made as a short term resolution. Lead replacement was discussed. No intervention was reported.

Event description:
New information received noted that the right ventricular lead was capped and replaced on feb 8, 2018. The patient was stable before, during, and after the procedure.